Manufacturer narrative:
(B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: "during a taa procedure the physician had difficulty initiating the unsheathing of the device. At this point the physician did not feel comfortable proceeding with the device and it was removed. The procedure was finished with another of the same device". Patient outcome: the patient didn't have any adverse effects due to this occurence.

Manufacturer narrative:
(B)(4). Summary of investigational findings: the deployment force of this device was measured, showing 46.7 n, which is acceptable. No visual irregularities of the device were observed. Based on the available information it was not possible to determine the exact root cause of the event. A likely root cause is tortuous patient anatomy. Imaging of patient anatomy was requested, but not provided. Without imaging, no conclusions can be drawn. If additional information is received, the complaint file can be reopened and investigated again. No evidence to suggest that the device was not manufactured according to specification. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: "during a taa procedure the physician had difficulty initiating the unsheathing of the device. At this point the physician did not feel comfortable proceeding with the device and it was removed. The procedure was finished with another of the same device". Patient outcome: the patient didn't have any adverse effects due to this occurence.